Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of 950 mg/dl and no delivery alarms. Customer indicated that the alarm was resolved by a complete set change. Customer will receive a replacement infusion set and reservoir. No further details given.